Event description:
It was reported that the charger for the ilet system was intermittently malfunctioning, with the wiring becoming loose at the connection to the charging pad, and the user noted concerns about electrical shock or exposed conductors. Symptoms included no injury and no hypoglycemia or hyperglycemia. Outcomes included no medical intervention and no hospitalization. Investigation of this case revealed a suspected connection integrity issue at the charger-to-pad interface consistent with wear or mechanical looseness of the charging lead and pad connector. It was concluded, based on previously established findings for similar reports, that the cause was mechanical wear of the charging assembly leading to an unreliable connection.